Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the dwell 5 of 5. The home patient (hp) stated that there were no disconnections or leaks. The hp cycled power. The technical service representative (tsr) referred the hp to the nurse. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that they have already disposed of the supplies and no further information is available at this time. There was no patient injury or medical intervention associated with this event.